Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the shoulder section on the distal side of the device upon second inflation at 12 atmospheres for 10 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient was in good condition after the procedure.